Event description:
It was reported that the hospital lost ac power. When this occurred, the anesthesia machine reportedly did not switch to battery backup, and the ventilator screen went blank. The clinician switched to manual mode to maintain ventilation of the pt. There was no reported pt injury. A ge service rep performed a checkout of the aestiva anesthesia machine. The service rep performed a power failure test and the ventilator screen went blank. The battery was replaced, and the unit was returned to service. The battery was returned to the mfg site for investigation. The battery was tested and found to function within MFR's specifications. The reported complaint could not be duplicated. A preoperative checkout of the equipment, as contained in the aestiva user manual, verifies the function of the battery.